Event description:
Patient reports they tried to infuse today but the medication leaked out from the syringe and patient was unable to get the dose. Patient missed the dose of medication and pharmacy sent replacement vial. It is unknown if patient experienced an adverse event due to pfs leaking or missed dose. Product is not available for return. It is unknown if md is aware of event. No further information is provided. The pump was replaced by the pharmacy due to event. Pump serial number (B)(6) will be returned to pharmacy for an unknown reason for replacement. If clarification is received as to pump return, a follow up report will be provided.